Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. It was not possible to differentiate which actions were performed intentionally by the physician, and which may have occurred as ghost registrations or automated system behavior. The logs did not capture enough information to determine the root cause of the behavior. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for the additional information and the additional codes section for new annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a functional endoscopic sinus surgery (fess), there was a 20 minute surgical delay, and the use of navigation was aborted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735736 (software version: 2.1.0); h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system experienced issues after registering a patient. Full email: the surgeon registered and could see his registration on the 3d model as normal. He proceeded to the navigation page and tried to switch out to the straight suction. The system then started ¿ghost registering¿. The nurse described it as ¿it was as if the system had a mind of its own. It was beeping and drawing lines¿. They restarted the system. Once back to the patient, the previous registration was still there but completely off the 3d model. They used the undo button multiple times to remove the trace. The surgeon tried to trace again. The system would not show the trace even after hitting minimum trace. They went to the navigation page, and the orientations were flipped upside down. If they touched the skull, it was showing at the jaw and vice versa. The manufacturing representative (rep) later went back to the registration page, and it was showing the trace upside down. Where the surgeon traced the tip of the nose was then on the top of the forehead. They could not see this during the re-trace. There was no impact on patient outcome.